Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device was unable to deliver a shock during testing. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the customer's device and was able to verify the reported issue. This was attributed to the failure of the high voltage flyback transformer, t2 (charging circuitry), as evidenced by thermal damage to the component consistent with electrical overstress. The failure had led to the high voltage capacitors not charging and the subsequent ¿charging timeout¿ and ¿battery too low¿ errors observed in the device memory. The user would have been alerted with a ¿warning, low battery, device service required¿, prompt alongside a flashing red status indicator and failure chirp on shutdown. After replacing high voltage flyback transformer t2, the device delivered all 50 shocks within specification. This would confirm a failure of the returned t2. Information from the device memory showed the device was manually power cycled multiple times between the 28th may 2025 and 30th may 2025, the date of complaint. During the first power-on the device delivered a shock, while the power-ons after this logged ¿charging timeout¿ and ¿battery too low¿ errors when a shock was advised, with no further shocks delivered successfully. This would suggest t2 had failed around this time. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device was unable to deliver a shock during testing. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.